Manufacturer narrative:
Unit received with missing reservoir tube o-ring and partially broken off reservoir tube lip. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, cracked case next to belt clip rail corner, peeling end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack and o ring was loose. Blood glucose level was unknown. The insulin pump will be returned for analysis.